Manufacturer narrative:
Reported event: customer reported that "the offset reamer instrument was missing two screws and only one was accounted for. The same issue was noted a week earlier and vendor sent instrument out for replacement / repair. During use, it was noted that tiny screws were missing from instrument, one screw was found by the sterile processing department. The second screw has not been recovered. We sequestered the instrument and stryker aware of concern regarding the screws potentially being retained inadvertently in the patients wound during procedures." Device evaluation and results: device evaluation was not performed and the offset cup reamer handle event was not confirmed. Device history review: a product history review has not been performed because the lot information for this event is not available. Complaint history review: a complaint history review has not been performed because the lot information for this event is not available. Conclusions: the exact cause of the event could not be determined because the product was not received. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics. If devices and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: no action is taken at this time due to insufficient information. Device not returned.

Event description:
The offset reamer instrument was missing two screws and only one was accounted for. The same issue was noted a week earlier and vendor sent instrument out for replacement / repair. During use, it was noted that tiny screws were missing from instrument, one screw was found by the sterile processing department. The second screw has not been recovered. We sequestered the instrument and stryker aware of concern regarding the screws potentially being retained inadvertently in the patient's wound during procedures.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The offset reamer instrument was missing two screws and only one was accounted for. The same issue was noted a week earlier and vendor sent instrument out for replacement / repair. During use, it was noted that tiny screws were missing from instrument, one screw was found by the sterile processing department. The second screw has not been recovered. We sequestered the instrument and stryker aware of concern regarding the screws potentially being retained inadvertently in the patients wound during procedures.